Event description:
Patient was implanted with plate and screw construct on (B)(6) 2012. Patient was returned to operating room on (B)(6) 2012 for the removal of the hardware due to pain. This is 7 of 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received